Manufacturer narrative:
(B)(4). Results: endoleak, migration. Anatomy related; disease progression with aortic neck dilatation. Conclusion: anatomy related; disease progression with aortic neck dilatation.

Event description:
An aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology from the time of implant is unknown. Currently the vessel morphology was reported as there was disease progression with aortic neck dilatation. The aortic neck angulation is 60 degrees it was reported that the patient presented for a routine follow up. It was reported that a recent CT revealed that the aneurx stent graft has migrated 2 cm distally with a type I endoleak. The physician implanted an endurant 32x32x49 aortic cuff and the migration and proximal type I endoleak were resolved. No clinical sequelae were reported and the patient is fine.